Event description:
It was reported the patient's lead had migrated. The physician revised the lead's placement on (B)(6) 2012. Follow-up indicated the patient contacted her doctor 1-2 days after the procedure complaining of pain at her side. She reported she had an ovarian cyst burst over the weekend. It was reported the physician will meet with the patient to determine if the pain is related to her scs system or the cyst. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.